Manufacturer narrative:
(B)(4).

Event description:
Reportedly, according to the data stored in device memories, total time spent in mode switch was 48.3%. However, review of "time in af" curve in the summary section showed that the patient was always in atrial fibrillation. An explanation is requested.

Event description:
Reportedly, according to the data stored in device memories, total time spent in mode switch was 48.3%. However, review of time in af curve in the summary section showed that the patient was always in atrial fibrillation. An explanation is requested.